Event description:
The event was reported by a customer from USA: pump has air in line issues. Pump alarming 3-4 times on different tpn therapy, hydration and chemotherapy. Alarmed for air in line while on a patient. Used with different cassettes same issue. Used microbore and straight set and still same issue. Used during infusion. Account manager called to report a complaint. Unknown serial number. For further information regarding the issues of the pump, you may contact nurse (B)(6) with contact details provided. Additional information received on 04/08/2015: kindly acknowledge no harm was caused as a result of this complaint. Patient (child) could not continue the tpn infusion last week due to numerous alarms. The blood sugar level dropped and could have harmed the patient. Repetitive air-in-line alarm: may not see any visible bubbles, primed on device for 2 mins. Then prime again for 1 min. Device continued to alarm hours later into the infusion. The pump was not placed in a lockbox when the alar, occurred. The line was re-primed after the alarm appeared. The alarm occurs again after re-priming the administration set, sometimes hours later into the infusion. Happen all night. Seen several bubbles or a large bubble at cassette. There were times no bubble was visible. The staff primed for 2 minutes of the device. If it didn't resolve, then it was disconnected a re-primed for another min. The issue was resolved temporarily. When device and infusion bag I is in the back pack, it is too big and the infusion bag does not stay in place as fluid in infused. Hence, the tap the set in the backpack to minimize crimping and occlusions. Additional information received on 05/19/2015: yes the problem with the air in the line was user error, the pump numbers are; 300198379, 300195068, 300191702, 300188163, 300191702, 300188163.

Manufacturer narrative:
(B)(4). Due to additional review of q core complaint team, the complaint classified as potentially reportable.